Manufacturer narrative:
Date of event was requested, but to date, has not been provided, therefore, an estimated year was used. A visual inspection of the device was performed prior to the functional test. The electrode screen showed extensive wear at the distal tip of the wand. A functional test of the device was performed. The device was fired in saline solution at default settings (coag 3 and ablate 7), and maximum settings (coag 5, and ablate 9). The saline and suction lines were found to be functional. A lot history review was performed and no abnormalities were found. The lot met all device specs. The root cause of the device failure is believed to be due to excessive use.

Event description:
The pt underwent a procedure using a procise ez plasma wand. Allegedly, the metal tip of the wand came off during the procedure. No add'l info is available for this report.